Event description:
Since (B)(6) 2024, recurring quality issues have been reported with bosma good works gloves, posing a potential staff safety risk. Staff noted that many gloves arrive torn, stick together, or tear easily when donned, compromising barrier protection. Some gloves are also received pre-soiled. After notifying the company, the hospital transitioned to bosma opportunity flex gloves; however, the same issues persisted, continuing to place staff at risk of exposure. An250211252 size small an250411331, an250511406, an250211282- size s an250411407 size m, an250210952 size m, an250210949 size m, an250210949 size m, an241110951 size s, an241110950 size m. Reference report mw5176317, mw5176318, mw5176319, mw5176320, mw5176321, mw5176323, mw5176324, mw5176325, mw5176326.